Event description:
When patient was using the commode, their leg got stuck between the bucket and commode due to the bucket's handle, which does not allow the bucket to lie flat against the commode toilet seat. This resulted in patient sustaining a mild skin tear due to the space between the commode and pail.